Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Pump error 35 unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alerted critical pump error. The customer's blood glucose level was 163 mg/dl. The customer also reported 'a broken force sensor detected during seating or regular delivery' error in the alarm history. The customer was unable to clear the alarm as well as unable to complete the insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. She was also advised to place the insulin pump in storage mode the insulin pump will be returned for analysis.